Event description:
Case report form indicated: operative site (right) excessive knee pain. Severity is moderate and it is uncertain if it is related to the device. The patient was given celebrex 200mg on 6/2/03. The event has since resolved.

Manufacturer narrative:
Investigation in progress. No additional information available at this time.